Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. A rotablator console was selected for use. The rpm display was not working. No patient involvement reported.

Manufacturer narrative:
Updated device serial number. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator console was selected for use. The rpm display was not working. No patient involvement reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis with the seal broken and several scratched. The unit is unable to display the ¿stall¿ indicator and the rpm on the rotational speed of front panel of console. The probable root cause of the failure is a defective pwa board. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator console was selected for use. The rpm display was not working. No patient involvement reported.